Manufacturer narrative:
The age of the patient was reported as between 24 weeks to 34 weeks gestation. The date of the event was reported as within the past six months. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Air in the line was observed in a one-link luer device and the patient subsequently experienced an air embolism. The line was pulled after the event occurred. Medical intervention and the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.